Manufacturer narrative:
The product is available for return but has not yet returned. The manufacturing records for this lot were reviewed and did not reveal any issues pertaining to design, manufacturing, or quality. Appropriate testing and inspection was completed to ensure the device met minimum tensile specification and is kink resistant. The mid shaft section undergoes 100% visual inspection and is free of visual defects or kinks. At this time, the cause of the break is unknown.

Event description:
A thrombectomy was performed to treat occlusion in the right segment of the middle cerebral artery (mca). The access catheter was delivered over an intermediate catheter and 035 guidewire to access the right common carotid. Imaging demonstrated an extremely tortuous takeoff from the aortic arch. After two initial passes with a zoom 71 reperfusion catheter, the physician noted kink at two locations within the access catheter - one in the distal segment and another in the mid shaft. Zoom 71 reperfusion catheter encountered resistance which prompted the removal of the zoom 71 for a new zoom 71. After the first pass with the new zoom 71, he encountered significant resistance when pulling back. The outer shaft ended up breaking within the patient without separating. The physician proceeded to remove the access catheter and zoom 71 reperfusion catheter as one unit, and was able to remove the zoom 71 reperfusion catheter from the access catheter after straightening the kink. There was no adverse event or negative patient outcome. The patient is doing fine post procedure.